Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. A 2.75mm x 12mm emerge balloon catheter was advanced for pre-dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.